Event description:
A customer reported that there was a scratch on the screen and the touchscreen was unresponsive. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.